Event description:
When setting up (pre procedure) for a heart catheterization; a pack that contains a wire was pulled from the hoop. Upon inspection it was noticed that the wire tip that extended from the hoop about 2-3 inches was broken (or bent). This wire was then replaced by a separate vendor's wire, which worked just fine. No patient was affected.